Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 of the bd vacutainer® sst¿ blood collection tubes had issues with the "not every single piece" of the separator being spun, and "fingerlings" were noticed on the inside of the tubes.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Samples were not tested as a previously investigated complaint form was applied. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that 5 of the bd vacutainer® sst¿ blood collection tubes had issues with the "not every single piece" of the separator being spun, and "fingerlings" were noticed on the inside of the tubes.